Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud unusual noise and heated up (212.3 degrees in 1 minute should be less than 118 degrees in 10 minutes). Therefore, the reported condition was confirmed. During repair, it was determined that the driveshat was broken which caused the noise and heat. The assignable root cause was determined to be due to excessive force being used during use, which is component damage caused by abuse/misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was loud. Duing in-house engineering evaluation, it was observed that the device made loud unusual noise and heated up. It was not reported if there was a delay in the scheduled surgical procedure. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.